Manufacturer narrative:
Examination of the submitted instrument confirmed the reported crack. The instrument is old and has been subjected to heavy usage over time. The root cause is attributed to wear from normal use and servicing. Based on the determination of wear from normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Black plastic on the femoral/tibial impactor cracked at the base.